Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information for clarification was requested: did the active (titanium ) blade detach? Did the white tissue pad detach? It was reported that, ¿two of the defected devices will be send for expertise.¿ did the exact same issue occur with two devices? If no, please explain the issue with the second device.

Event description:
It has been reported that the scissors were not working. The devices were not coagulating. The generator displayed different error message: untighten the tissue pad; clean the scissors; change the device. As the surgeon was using the scissors, the tip got detached and fall into the patient. The piece was retrieved inside the patient. Two of the defected devices will be send for expertise. This involved the one with the missing piece. The broken tip will be also sent for expertise. No harm to the patient.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2016. Additional information was requested and the following was obtained: did the active (titanium) blade detach? Yes. Did the white tissue pad detach? No.

Manufacturer narrative:
(B)(4).